Event description:
On the event date, the pt reported that she was experiencing elevated blood glucose of 438 mg/dl and she does not believe the infusion device is delivering insulin correctly. She was unsure if she rec'd her evening bolus from the previous day due to elevated blood glucose. A review of the device bolus history showed that the bolus was delivered. She stated that she switched to injection therapy. Upon f/u two days later, the pt stated that her blood glucose returned to normal while on injection therapy. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.